Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer was having "issues" with correcting the insulin level and after 2 hours, would bolus for the food consumed. The customer's blood glucose level would then be low. The customer has recently had shingles and switches between two types of insulin. The customer discussed the problem with tandem's clinical diabetes specialist.